Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this device and right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The patient is pacemaker-dependent. The clinician also noted an increase in rv thresholds. Boston scientific technical services (ts) was contacted and advised to reprogram the rv sensitivity and to use a chest x-ray to view the lead. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the noise oversensing was resolved by changing the sensitivity of the device. The field representative confirmed that there were no adverse patient effects. This product remains in service.